Manufacturer narrative:
The customer¿s report of a leak at the connection between the primary tubing and the filter tubing sets was not confirmed. Both sets were visually inspected (including use of microscope) and no evidence of damage or anomalies was observed. Functional and pressure testing resulted in no leaks or other anomalies on any part of the sets and their components. The root cause was not identified.

Manufacturer narrative:
Concomitant product(s): a 100ml fresenius kabi bag ndc 0338-0519-58, lot 10kf7914, exp 06/2018, intralipid 20%, therapy date (B)(6) 2017. Gtin/UDI number for item 20127e, lot 16105693 is (B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that while infusing lipids at an unspecified rate a leak was noted at the primary tubing and the filter connection. The lipids were held for 72 hrs. Per clinician. The patient was afebrile after 72 hrs. With no report of patient harm. The tubing was in use for 20hrs.